Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 292 mg/dl to a level displayed as ¿high¿; however, a specific value was not provided. Cause was unknown. A manual injection was administered to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.